Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgery on an unknown date and suture was used. During the procedure, the surgeon noticed that one of the two needles of the double-armed suture had been detached from the suture. It was not a control release needle. There were no adverse consequences to the patient.